Event description:
It was reported the pt's trial procedure was abandoned due to the pt's anatomy(narrowed/tightened space from scar tissue). The physician attempted to access the epidural space for an hour. The pt is in "good condition" following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.